Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: (B)(6). Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ seven h11 agar deep fill was found to be contaminated upon opening the boxes. Three were found to be biologically contaminated. No patient impact reported. The following information was provided by the initial reporter: the users discovered contaminations when opening the boxes, 3 are contaminated. ¿we received 8 boxes of seven h11 agar, ref 221870 on 18/08 the users discovered contaminations when opening the boxes, 3 are contaminated. These are biological contaminations. I¿ve asked pictures to the customer.¿

Event description:
It was reported that bd bbl¿ seven h11 agar deep fill was found to be contaminated upon opening the boxes. Three were found to be biologically contaminated. No patient impact reported. The following information was provided by the initial reporter: the users discovered contaminations when opening the boxes, 3 are contaminated. ¿we received 8 boxes of seven h11 agar, ref 221870 on 18/08 the users discovered contaminations when opening the boxes, 3 are contaminated. These are biological contaminations. I¿ve asked pictures to the customer.¿

Manufacturer narrative:
The following fields have been corrected with the following information: d.4 medical device lot #: 2145296. D.4 medical device expiration date: 10/11/2022. H.4 device manufacture date: 05/25/2022.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221870, media is formulated using the dehydrated culture media (dcm) with usp purified water. Media is then processed through a high temperature short time sterilizer to remove bioburden and is aseptically dispensed directly into petri dishes. Personnel working in the filling area are required to wear full body jumpsuits, hoods, boots, masks and gloves. Dispensing and sleeving are completed within iso certified environment. The filled plates are cooled and immediately wrapped to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2145296 was satisfactory and quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint has been taken on batch 2145296 for contamination. Retention samples from batch 2145296 were not available for inspection. Two photos were received for investigation. One photo shows a sleeve with growth in the top plate. The second photo shows the top of two sleeves from batch 2145296 with growth visible in the top plate of each sleeve. No return samples were received for investigation.

Event description:
It was reported that bd bbl¿ seven h11 agar deep fill was found to be contaminated upon opening the boxes. Three were found to be biologically contaminated. No patient impact reported. The following information was provided by the initial reporter: the users discovered contaminations when opening the boxes, 3 are contaminated. ¿we received 8 boxes of seven h11 agar, ref 221870 on 18/08. The users discovered contaminations when opening the boxes, 3 are contaminated. These are biological contaminations. I¿ve asked pictures to the customer.¿